Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold due to dislodgement. There was an attempt to reposition the lead but it could not be fixed. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.